Event description:
The customer reported that an 840 ventilator had a blank display. There was no patient involvement. The customer support engineer (cse) verified the malfunction. The cse reseated the backlight inverter cable assembly. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number (B)(4).